Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been unable to effectively recharge her ipg since (B)(6) 2013. In turn, the charger/programmer can no longer communicate with the ipg and the pt has lost stimulation. A replacement charging system was given to the pt but did not provide resolution. As a result, the pt plans to have her scs system replaced with a competitor's device.